Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported via the manufacturer representative that the patient was scheduled for lead replacement on (B)(6) 2015 due to inadequate stimulation. The patient never got proper stimulation from the device since implant. At first, they were just going to move the leads, however the leads were replaced. Visually the leads looked fine; the manufacturer representative and healthcare professional believed the inadequate stimulation was due to the placement of the leads. After the replacement, the manufacturer representative did reprogramming and the patient obtained adequate stimulation. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain and complex reg pain syndrome type I.